Event description:
It was reported that a patient experienced an increase in seizures. The physician adjusted the patient's settings to help alleviate the issue. The patient later underwent generator revision surgery, as interrogation of the patient's device revealed that it was at end of service. Good faith attempts to obtain additional information have been unsuccessful to date.